Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump passed all functional tests. No faults found during testing. Error history log review found an high alarm displayed: cassette not attached properly. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor (dso) as a preventative measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient injury reported.